Event description:
Medtronic received information regarding navigation instruments during an oblique lateral interbody fusion (olif) procedure. It was reported there was a bent inserter and stripped treads. There was no impact on patient outcome. There was no reported delay to the procedure due to this issue. The cause of the issue was suspected to be a damaged inserter was sent out from warehouse. Additional information was received. The instrument came in a loaner set and was sent damaged. The treads were stripped and the prongs that grip the sides of the cage were bent.

Manufacturer narrative:
H3, h6). The two tips of the inserter were bent as reported. Despite the damage, with markers attached and fully seated, the inserter displayed good geometry and divot error readings with normal tracking and verification. This regulatory report is being submitted due to retrospective review through CAPA: 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.